Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 99% stenosed atrioventricular fistula. A 2x12mm traveler balloon dilatation catheter (bdc) was advanced but could not cross into the fistula. The bdc was removed with resistance, and no further treatment was performed to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.